Event description:
It was reported the etco2 was not working on the device. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.